Event description:
A customer reported a malfunction on their insulin pump, specifically indicated by malfunction code 12, though there were no notable events prior to the malfunction. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and a value was not provided, suggesting that levels remained within a normal range. The issue was resolved with help from technical support, who provided information on resetting the pump. Additionally, a replacement pump was sent to the customer, and instructions were given on using a backup pump and returning the malfunctioning device.